Manufacturer narrative:
Investigation completed 6/05/17. Method: device history review. Trend analysis. Device history record reviewed for product ID (B)(4), serial # (B)(4) was manufactured on 11may15 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. A two year look back from 06/02/2015 to 06/02/2017 for this reported failure and or related to "move" for product ID¿s (B)(4) shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. Conclusion: the device in question was not released for review after several documented requests. The root cause could not be determined at this time.

Event description:
Moving during posterior cervical cases was reported. Additional information has been requested. Linked to mfg. Report numbers:3004608878-2017-00154, 3004608878-2017-00156.